Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the leadless pacemaker (lp) exhibited high capture threshold. No intervention was performed. The patient was stable.

Event description:
New information indicated that the patient will continue to be monitored.